Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Lead returned with the helix fully extended. Helix is stretched and bent out of specification. No further helix testing possible. Damaged at implant attempt. (B)(4).

Event description:
It was reported that during an implant attempt, the lead screw was turned fourteen times clockwise but under fluoroscopy it was noted that the helix did not extend. The lead was explanted and tested and again the helix did not extend. Another lead was implanted. No patient complications have been reported as a result of this event.